Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a picture (diagram) of the sample was provided for evaluation. Visual inspection was performed to the diagram which only showed a marking made to show where the defect was between the assembly of the female and needle -free IV connector. The reported condition was not able to be observed via the provided diagram and due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of an one-link non-dehp standard bore catheter extension set was loose which resulted in a leak if not tightened. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.